Event description:
It was reported that a doxorubicin infusion ended 2.5 hours earlier then programmed. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. During the complaint eval, sigma obtained info that suggests the pump was tested and performed as expected and that the amount of medication in the IV container at the start of the infusion may be in question.